Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent dislodgement, failure to deliver stent), patient's condition affected effectiveness of device (vessel morphology), severe calcification, resistance at lesion. Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (vessel morphology), severe calcification, resistance at lesion. (B)(4).

Event description:
The physician was attempting to advance an endeavor resolute drug-eluting stent to the lesion at mid and distal lad. There were no abnormalities noted prior to the use of the device. The device could not cross the lesion. The physician then attempted to advance another endeavor resolute drug-eluting stent to the same lesion but the device could not cross. No clinical sequelae were reported. Evaluation summary: the stent was not returned with the delivery system. It was confirmed from the field that the stent did not remain in the patient. Crimp impressions were evident along the balloon. The distal tip was damaged. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).